Event description:
Medtronic lead system has been reporting high impedances >200, prior to this admission. Pulse generator was replaced in abdominal pocket with long transvenous lead system requiring a ready adaptor. Reported normal function data sent to medtronic technical support svs. They reported back nonphysiologic short intervals less than 140 ms over the lifetime of the device. Report oversensing suggestive of lead failure. Lead replacement was suggested. Oxidation was also noted. Pt admitted electively for ICD pulse generator lead change.